Manufacturer narrative:
Dates of event and implant.: estimated dates. The device remains in the patient. The reported patient effects of myocardial infarction, stenosis and thrombosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional unk rx xience and unk rx xpedition devices referenced are being filed under separate medwatch reports.

Event description:
It was reported through a research article identifying xience v, xience prime, and xience xpedition that may be related to death and serious injury. Patient details listed were for the majority of the patients in this study. Details are listed in the attached article, titled randomized comparison between 2-link cell design biolimus a9-eluting stent and 3-link cell design everolimus-eluting stent in patients with de novo true coronary bifurcation lesions: the begin trial.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.